Event description:
Edwards received notification from our affiliate in italy. As reported, this was a case of an implant of a 29mm sapien 3 valve, in the aortic position by transfemoral approach. During the procedure, a cardiac tamponade occurred. This was likely due to a bulky calcification at the base of the annulus under the right cusp that stretched the cardiac tissue. The patient's pressure dropped and a pericardiocentesis massage was performed. The 29mm sapien 3 valve was explanted and the annulus was repaired. The ascending aorta was also repaired and a surgical valve was implanted. The patient was in ICU but 2 days later, the patient expired. As per medical opinion, the root cause of the event was an annular rupture under the right cusps. The root cause of the death was not provided at this time.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. Per the instructions for use (IFU), annular rupture is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The root cause of the event was likely due to patient related factors . The cause of death was not provided. If new information is received. A supplemental report will be submitted. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : device not returned.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. The cause of death was provided as annular rupture. Additionally, the h6: health effect - impact codes were corrected.